Event description:
The device was used during a low anterior resection. The instrument was fired for the first-time (not reloaded) at the lower part of the sigmoid colon. After firing and cutting on the proximal side of the tl60 the instrument was opened just to find that there were no staples. The surgeon now had to hand sew the opening. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion based on info received and visula and functional results, it could not be determined as to what may have occurred during surgery. Instrument was returned with original cartridge and was fully loaded with staples. Instrument was fired with returned cartridge and fired and formed staples as designed with no difficulties noted. Therefore, it could not be ascertained as to why it was reported that there were no staples in stapler. Instrument was also dry-fired several times and drivers pushed forward through cartridge during each firing. Therefore, it could not be determined as to why staples did not deliver during firing as it was confirmed that they were all present. Mfg and engineering have been notified of reported incident.